Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 19. On (B)(6) 2023, the implant was removed upon clinician¿s decision. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, hypersensitivity and inflammation. No further patient complications were reported.